Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm. Tandem technical support reviewed the pump data and found that a cartridge alarm 5 had occurred. The customer could not recall if the blood glucose was impacted. The customer could not recall the events that lead up to the alarm.